Event description:
It was reported that images were missing in the directory (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended. The fuses on the dc distribution board in the workstation were reseated.